Event description:
It was reported that a bd ultra-fine?¿ ii insulin syringe was missing the orange protective cap. Customer¿s verbatim: ¿one of the needles in the package was missing the orange protective cap. It shows the protective cap loose inside the pack and reports that it has not been accidentally punched or tampered with.¿

Manufacturer narrative:
H.6. Investigation: customer returned (10) 3/10cc, 8mm, 30g syringes in a sealed poly bag from lot # 7156829. Customer states that one of the needles in the package was missing the orange protective cap. It shows the protective cap loose inside the pack. The returned poly bag was examined and exhibited one syringe with the shield off in the bag, exposing the cannula. A review of the device history record was completed for batch # 7156829 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for damaged shields. Bd was able to duplicate or confirm the customer¿s indicated failure. Possible root cause is likely during the auto packaging operation that the shield could catch on the outside of the carton and when the product tamp station presses the air out of the bags the shield could be removed exposing the cannula. This would likely proceed through the system undetected unless it was detected during hourly visual inspections for missing components. Manufacturing has not taken additional steps for detection of this defect at this time.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Additional contact phone #: (B)(6). Initial reporter addr: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine?¿ ii insulin syringe was missing the orange protective cap. Customer¿s verbatim: ¿one of the needles in the package was missing the orange protective cap. It shows the protective cap loose inside the pack and reports that it has not been accidentally punched or tampered with.¿